Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a laparoscopic procedure, the telescope of the device could not fit into the balloon port. This issue occurred with three balloons. No patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: additional information received stated that the issue occurred during a laparoscopic cholecystectomy procedure. In order to resolve the issue and complete the case, a fourth balloon was opened and the surgery continued without any issues. There was no patient harm. The current status of the patient is stable.